Manufacturer narrative:
Initial reporter last name: (B)(6). Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 3000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag had a small strand-like particle (flake-like particle). This was identified during visual inspection of the finished product. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The lot was manufactured from august 4, 2022 to august 5, 2022. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection was performed to the photograph using the naked eye which revealed a single elongated white particle matter possibly of acrylonitrile butadiene styrene material on the right side of the photo only. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.